Event description:
Angulation lever loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d knob loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d knob. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.